Event description:
The account alleged the side rails are not latching. No patient impact.

Manufacturer narrative:
The account found the side rail mounting brackets are bending. The account replaced the side rail mounting brackets to resolve the issue.